Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced hemiparesis in their right arm a week after they were implanted with a pipeline and 12x30mm axium frame coil. The pipeline had been deployed with no issues. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ophthalmic segment. The max diameter was 15x17mm, and the neck diameter was 5mm. The landing zone was 2.23mm distal and 3.67mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Ancillary devices include a cook 7f shuttle guide catheter, phenom 27 microcatheter, echelon 10 microcatheter, and synchro standard guidewire. Additional information received reported that the hemiparesis was caused by a parenchymal hemorrhage on the ipsilateral side. The physician does not know the cause of the hemorrhage. The patient condition was the same as was previously reported.